Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital due to unrelated issues. The pulse generator exhibited loss of ventricular output. No intervention or patient symptoms were reported. The patient would be monitored.